Event description:
A malfunction alarm, identified as malf 0, was reported with no notable events occurring prior to the incident. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions on how to reset the pump, and the customer successfully performed the reset. The malfunction did not recur, and the customer was advised to continue using the pump, with the understanding to contact support if the issue reappeared.